Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: b5 ¿ previous report should have mentioned programming changes has been performed. Correction: h6¿ previously health effect. -mpact code should be 4641. Unexpected medical intervention instead of 2199. No health consequences or impact.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The programming changes was made. The patient was in stable condition and will continue to be monitored.